Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat lesions located in the left anterior descending (lad) and circumflex (cx) arteries. Treatment of the lad was completed successfully. The cx artery was moderately tortuous and moderately calcified. The 3.5 x 38 mm xience alpine stent delivery system was advanced to the lesion; however, failed to cross. During retraction of the stent delivery system after the failed attempt to cross the stent became stuck on the tip of the guiding catheter due to flared stent struts and could not be pulled into the guiding catheter. On the advice of a vascular surgeon the stent was deployed in the radial artery in healthy tissue. The procedure was ended and treatment on the cx has been rescheduled for another day due to the failed attempt to cross the lesion. No additional information was provided.